Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
The surgeon was performed a total hip arthroplasty using the robotic arm interactive orthopedic system (rio). After broaching the femur, it was noticed that the small 90 degree post that locks into the cortical screw was not on the femoral array post.

Manufacturer narrative:
Based on the results of investigation. Reported event: customer reported that they noticed the small 90 degree post that locks into the cortical screw was not on the femoral array post. Device evaluation and results: device evaluation was performed and the femoral array post assembly event was confirmed. Device history review: review of the device history records indicate 50 devices were manufactured and accepted into final stock on (B)(6) 2014 with no reported discrepancies. Complaint history review: a review of complaints related to p/n (B)(4), lot number w36057 shows no additional complaints related to the failure in this investigation. Conclusions: the pin that holds the femoral array post assembly rigid failed. The array can not be placed and the same location in order to pass registration. Corrective action/preventive action: as the event did not involve a manufacturing related product problem indicating a non-conformity, adverse trend, or unanticipated hazard, no corrective action is required at this time.

Event description:
The surgeon was performed a total hip arthroplasty using the robotic arm interactive orthopedic system (rio). After broaching the femur, it was noticed that the small 90 degree post that locks into the cortical screw was not on the femoral array post.